Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing noise on the shock channel observed in latitude. Myopotential was suspected, all parameters were stable and in range. Data in latitude showed this kind of noise already recorded in july 2023, and in the presenting egm transmitted in august 2023. The signal on the shock channel slightly decreased since the implant date. Additionally, ten days post-implant, an additional coil at sternum level was added in order to optimize the shock vector. Boston scientific technical services recommended troubleshooting step to investigate the nature of the noise and consider asking the patient what specific movement the patient was doing at time of the last presenting egm transmitted and try to reproduce it. There were no additional adverse patient effects reported. The device and competitor right ventricular lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited oversensing noise on the shock channel observed in latitude. Myopotential was suspected, all parameters were stable and in range. Data in latitude showed this kind of noise already recorded in (B)(6) 2023, and in the presenting egm transmitted in (B)(6) 2023. The signal on the shock channel slightly decreased since the implant date. Additionally, ten days post-implant, an additional coil at sternum level was added in order to optimize the shock vector. Boston scientific technical services recommended troubleshooting step to investigate the nature of the noise and consider asking the patient what specific movement the patient was doing at time of the last presenting egm transmitted and try to reproduce it. There were no additional adverse patient effects reported. The device and competitor right ventricular lead remain in-service.